Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned submerged in clear liquid inside a cylindrical tube. A blue lid (r) was on one end of this container and a pink lid (l) was on the opposite end. A yellow note was taped to the container, indicating ¿os¿, ¿p 20.0¿, and ¿os exchange¿. The lens was removed and allowed to air dry. The optic was cut into two pieces, typical of an insertion and removal. The power and resolution could not be retested due to the optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The root cause cannot be determined for the reported complaint. The lens was returned cut into pieces, typical of an insertion and removal. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the lens was implanted in 2019, but due to the patient's continued complaints of discomfort, it was exchanged in (B)(6) 2023. The 20.0 diopter (add power +2.2/+3.2 diopter) lens was removed and replaced. The replacement lens information was not provided. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, after intraocular lens implantation surgery, the patient experienced continued discomfort. Hence the lens was explanted and replaced with another lens in a secondary procedure.